Manufacturer narrative:
This is the first of two reports for the same patient involving two lot numbers of the same product. Both lots contributed to the event. This report represents lot number 10158305 . The lot number is known and unopened samples from known lot 10158305 were returned for evaluation. The complaint samples were found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. There were no non-conformities or deviations noted. The root cause could not be determined. (B)(4).

Event description:
As reported by an eye care professional (ecp), a first-time female end-user of the lenses developed corneal ulceration in both eyes after two weeks of usage. The patient sought medical attention and was not prescribed any medication. The symptoms were treated with discontinuing contact lens wear. The patient condition is noted as improving. No additional information was provided or is expected as several attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
This is the first of two reports for the same patient involving two lot numbers of the same product. Both lots contributed to the event. This report represents lot number 10158305 . (B)(4).

Event description:
Additional information received from the patient on 07/06/2016 indicated that the symptom has resolved and the eyes are okay.